Manufacturer narrative:
B5 : updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that they want the implant to be taken out.

Event description:
It was reported that it was getting harder and harder to get a signal to charge implanted neurostimulator (ins) and says this started happening probably about 3-4 weeks ago. The patient (pt) said it was taking a long time to charge, and also says the ins depletes faster than it used to. The patient said the recharger was replaced about 2-3 months ago. They said they have to take the battery out of the controller to get it to connect to charge and says its getting to the point where they need to reset controller. The patient was charging ins during the call and didn't want to stop charging. Pt is upset that this is the 2nd or 3rd controller they have had and says they keep failing. Called pt back a few hours after this call and pt said it has taken them an hour to charge ins to 80 percent. Pt says this will deplete controller battery fast. Reviewed that this charging issue could be related to the ins, as it could be using high settings since it depletes fast, and that could also be why charging takes a long time. Redirected to healthcare provider (hcp) for this issue. Pt was somewhat escalated and then said the recharger (rtm) heats up. They got upset and ended the call before I could obtain a serial number off the rtm, so I am just sending out a new controller. The issue was not resolved. A request was sent to the repair department to replace the controller.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), product type programmer, patient product ID neu_rtm_unknown lot# serial# unknown, product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: neu_rtm_unknown, serial/lot #: unknown. B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.